Event description:
The distal part of the intramedullary guide was broken into the medullary canal of the patient. Without making any effort, presumed material fatigue damage. The segment of 4 cms remained in the patient, otherwise the femur would have had to be broken to remove.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported fracture. The instrument reveals significant damage and a general overall appearance suggesting heavy usage. The instrument fracture was due to low cycle fatigue. Review of the manufacturing records was not possible as the product lot code required to retrieve the records was not available. Although the design has been enhanced since the complaint sample was manufactured, the rod breakage is related to a combination of instrument age, service life, and/or user technique. In response to a trend identified previously for this product code, (B)(4) was released in july of 2001 changing the raw material used and the geometry of the rod. The current complaint sample was manufactured prior to the raw material change in july of 2001. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.